Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The angle attachment device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the cutter insertion assessment. It was further observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The root cause of this condition was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings.

Event description:
It was reported that during pre-surgery testing, it was observed that the angle attachment device was running hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.